Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to wear of angle wire, bending angle in the up direction did not meet the standard value; due to wear of angle wire, the play of the up/down knob was out of the standard value; connecting tube had coating peeling; adhesive around light guide lens was peeled with a white clouded area; adhesive around objective lens was peeled with a white clouded area; universal cord had a wrinkle; paint on suction cylinder was peeled; switch 1 and switch 4 had wear; suction cover plate was peeling; mouthpiece was loose; adhesive on the distal sheath had a white clouded area with a chip and crack; the connecting tube had a wrinkle, and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera gastrointestinal videoscope presented with reduced angulation. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.